Event description:
Philips received a complaint on the v60 ventilator indicating that the blower temperature was high. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the philips sales representative that there were alarms when checking the device. The device was showing a high blower temperature. This investigation is ongoing.

Manufacturer narrative:
The customer called in to report the blower temperature was high. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and confirmed the reported issue. The fse then replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the issue. The fse replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.